Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue occurred two years ago. The patient reported obtaining a blood glucose reading o 33mmol/l on the subject meter. The patient manages their diabetes with a combination of medication, including oral medication and insulin. The patient was unable/unwilling to answer if they made any changes to their usual medication in response to the reported high reading. The patient reported developing symptoms of ¿dizziness, disorientation and lost consciousness.¿ the patient stated that they associated these symptoms with high blood glucose. The patient reported going to the emergency room. The patient reported having their blood glucose tested at the ER but they were unable to provide the reading as they were ¿slipping in and out of consciousness.¿ the patient stated that they were unconscious for approximately 20-30 minutes. The patient reported receiving treatment of ¿an injection¿ but they were unable to provide further details. The patient did not report any other treatment. The patient reported that they remained in ER for a couple of hours and they were then transferred to another hospital where they stayed for four days. The patient was unable to provide details of any medical diagnosis. The patient was unsure what caused their symptoms. The cca was unable to fully troubleshoot the issue as the patient had discarded the products. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a serious injury while using the subject meter.